Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed, the charge and boot testing. The receiver functional test was attempted but could not be completed due to power issues. The receiver log could not be downloaded and reviewed. The receiver case was opened for an internal inspection, and it failed. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.